Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that a communication or processing problem between the pharmacy information service and the pyxis interface. Customer information technology (it) determined the host system did not have the recovery option enabled on the admit discharge transfer (adt) orders cerner single virtual host (svh) connection. The technical support specialist (tss) informed customer it enabled the recovery option on the adt orders cerner svh connection to prevent the issue from recurring. No delays or message processing errors were observed after the change. The system functioned as intended after the customer it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossed to pyxis.however, there were no delays or adverse events or injuries reported based on this event.